Event description:
While surgeon activated pencil coagulator button, the certified registered nurse anesthetist felt a shock while touching the patient. The hospital stated that the pencil will be returned once they complete their investigation.